Event description:
Patient presented to the physician with components causing pain at the ipg pocket after weight loss. Physician brought the patient into the operating room and removed the entire inspire system.